Event description:
It was reported that approximately three days post implant the patient experienced chest pain. The right atrial (ra) lead exhibited an increase in thresholds and capture could not be confirmed. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.